Manufacturer narrative:
Concomitant medical product: 694758 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead noise observed on the atrial electrogram (egm). It was also reported longstanding low level atrial mode switch in consistently small amounts. The ra lead remains in use, and patient will be monitored/evaluated during follow up check. No patient complications have been reported as a result of this event.